Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring over 500 mg/dl with no further information provided. It was not reported that the patient received any treatment above or beyond the usual routine of diabetes care and management. The reporter did not wish to troubleshoot with customer technical support (cts) over the phone during the call. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery.

Manufacturer narrative:
Follow up #1 date submitted: 11-apr-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 10-apr-2019 with the following findings: review of the pump history showed the dates in the total daily dose history were incongruent with the date changing from 07-jan-2007 to 01-jan-2007 and from 08-jan-2007 to 01-jan-2007 and from 17-jan-2007 to 01-jan-2007 and from 25-jan-2007 to 01-jan-2007 and from 12-jan-2007 to 01-jan-2007. There was data in the black box from these dates due to continued use of the device after the alleged pump issue occurred. The daily insulin delivery totals appear inconsistent due to the above noted date changes. On investigation, the pump powered on normally and was exercised for 12 hours. The pump passed delivery accuracy testing and was found to be delivering within the required specifications and the deliveries were accurately recorded in the pump history during testing. Investigation did not duplicate the complaint and the device was found to be operating as intended without malfunction. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.